Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 400 mg/dl. The customer's current blood glucose was 242 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with manual injection, insulin pump and intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. Customer stated insulin exited at quick release. The insulin pump will not be returned for analysis.